Event description:
The customer reported that they tried to update the central nurse's station (cns) software, but during the update installation the unit displayed a message stating that the software was already installed. The customer however was unable to get back into the cns application (app).

Manufacturer narrative:
The customer reported that they tried to update the central nurse's station (cns) software, but during the update installation the unit displayed window unforeseen pop ups which caused issue with the update. The customer then tried to do the update again and this time they got a message stating that the software was already installed. The customer however was unable to get back into the cns application (app). Technical support (ts) deemed that the hard drives needed to be exchanged. Once they exchanged the drives, the customer confirmed that the unit is up and running well. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: age, sex, weight, ethnicity, race. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; all I can tell you is that we had 26 patients admitted to the cns at the time. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; all I can tell you is that we had 26 patients admitted to the cns at the time. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; all I can tell you is that we had 26 patients admitted to the cns at the time. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; all I can tell you is that we had 26 patients admitted to the cns at the time.

Manufacturer narrative:
Details of complaint: the customer reported that they tried to update the central nurse's station (cns) software, but during the update installation the unit displayed window unforeseen pop ups which caused issue with the update. The customer then tried to do the update again and this time they got a message stating that the software was already installed. The customer however was unable to get back into the cns application (app). Technical support (ts) deemed that the hard drives needed to be exchanged. Once they exchanged the drives, the customer confirmed that the unit is up and running well. There was no patient injury reported. Investigation summary: the hard drives were replaced to resolve the issue. As the hard drives were not returned for evaluation, root cause cannot be determined. Based on the age of the device, it is unlikely that wear and tear or aging contributed to the cns's ability to update. Complaint history review for the reported device, pu-681ra serial number (B)(6), and the customer's account reveal no additional complaint related to cns update issues. This incident is likely an isolated incident. After the hard drivers we replaced, the issue was resolve and the reported issue did not recur. The following fields are not applicable (na) to this report: the following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 06/28/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; all I can tell you is that we had 26 patients admitted to the cns at the time. B6 attempt # 1: 06/28/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; all I can tell you is that we had 26 patients admitted to the cns at the time. B7 attempt # 1: 06/28/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; all I can tell you is that we had 26 patients admitted to the cns at the time. D10 attempt # 1: 06/28/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; all I can tell you is that we had 26 patients admitted to the cns at the time. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H10 additional manufacturer narrative manufacturer references # (B)(4).

Event description:
The customer reported that they tried to update the central nurse's station (cns) software, but during the update installation the unit displayed a message stating that the software was already installed. The customer however was unable to get back into the cns application (app).